Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose (bg) 30mg/dl to 67mg/dl. A family member confirmed that she was able to treat the hypoglycemia with oral carbohydrates at home. At the same time, the family member reported bg levels between 300mg/dl and 600mg/dl with small ketones but w/o symptoms. She reported that she provided corrective insulin via the pump or syringe per physician advice. Medical intervention was not required. She stated that the pt is (B)(6) and is using a continuous glucose monitor (cgm) to detect and manage hypoglycemia. She reported that the pt had recently been wearing the pump part time until recently: she used the pump for bolus deliveries and provided basal insulin via syringe. She noted that on (B)(6) 2011, the pt began to use the pump full time: she used the pump for both basal and bolus deliveries. The family member stated that the pt did not have bg excursions when using the pump part time but has had hypoglycemia as well as hyperglycemia with small ketones since using the pump full time. The family member noted that the bg excursions could be related to the pt's teething and inconsistent activity/diet. She stated that she noticed air bubbles in the tubing at the time of the contact and was instructed to manually purge them. Customer support provided info on air bubble prevention and how air bubbles can cause bg elevation. The family member reported that the physician is continuing to make adjustments to the insulin regimen and to provide add'l strategies to prevent bg excursions. The family member confirmed that there was no allegation of pump malfunction or defect. This complaint is being reported because, the cause of the excursions remains unclear.